Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient died four days following the implant procedure, several hours after returning home from the hospital. The cause of death was not provided, however it was reported that the patient was experiencing breathing difficulty. The product was not returned.